Event description:
It was reported a spectrum pump under infused. During a levophed infusion (6 mcg per minute) in the intensive care unit, the clamp on the set was observed to be closed "halfway" (the line was not fully open) and the pump "alarm was displayed on the screen but did not sound that it was occluded.¿ the pump was changed to another one. The patient was connected during this event, and their infusion was delayed for one hour and a half. Subsequently, the patient experienced a "decrease in blood pressure" (values not reported). The device was requested to be returned for evaluation. No further information was available at the time of this report.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Corrected information d1, d3, d4: unique identifier (UDI) #. Additional information: h3, h6, h11. H11: the device was received for evaluation. Functional testing was performed and did not identify any issues related to the customer reported condition. Functional testing included simulated therapy and upstream occlusion testing and passed with no observations of audio issues. The event history log was reviewed and revealed an event of "upstream occlusion!"; however, audio function cannot be determined through the history log. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.